Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that st segment elevation and vasospasm occurred. A pulse field ablation procedure for atrial fibrillation was performed using a farawave 31mm catheter. Prior to the commencement of ablation 1mg of nitroglycerin was administered intravenously. Immediately following the final application of ablation to the cavotricuspid isthmus near the eustachian ridge, st segment elevation was observed via electrocardiogram (EKG) and an additional 1mg of nitroglycerin was administered intravenously. Use of the farawave 31mm catheter for ablation of the cavotricuspid isthmus is identified as off label use as the farwave 31mm catheter is intended for the isolation of the pulmonary veins. A left heart catheterization was performed and distal right coronary artery spasm was identified. 200mcg of nitroglycerin was injected intracoronary and the st segment elevation resolved. Right coronary artery imaging confirmed the spasm had resolved. The left coronary arteries were imaged and presented as normal. The patient was admitted to the hospital and discharged one day post index procedure.